Event description:
Treatment started at 14:16 with target weight loss of 3 kg. At 15:19 pt's blood pressure dropped at 98/80; pt was laid back in chair. At 16:22 pt was placed in the trendelenburg position and 400 cc saline was administered. Another 100 cc saline was administered at 16:42 and pt was again placed in the trendelenburg position at 16:48. Gambro technical service (gts) found that pressure relief valve #3 (prv3) was out of calibration at 1108 mmhg.